Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta valve was successfully implanted in a patient with a diseased native valve. The patient had endocarditis a few times and the valve became calcified. On (B)(6) 2023, the patient was admitted with congestive heart failure (chf). A transesophageal echocardiogram (tee) was performed and showed valve failure, stenosis, moderate aortic regurgitation, and a gradient of 70mmhg. The valve was explanted and replaced with a 21mm non-abbott valve. The patient was reported as well after the valve replacement surgery. No additional information was provided.

Manufacturer narrative:
An event of congestive heart failure, valve failure, stenosis, moderate aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.